Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified left superficial femoral artery. The vessel was prepped with an atherectomy device. A 6.0 x 120 mm fox sv balloon catheter was advanced to the lesion for pre-dilatation, when the balloon ruptured at 12 atmospheres. Another balloon catheter was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.